Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this lead and associated adapter displayed varying impedance measurements. The lead was noted to have fractured as confirmed under fluoroscopy. The lead and adapter were explanted. The lead was returned, the adapter was not. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was inspected and analyzed. Three sections of the lead were returned. Lead body damage was noted. A fracture was confirmed approximately 12 cm from the is-1 terminal pin; likely where the suture sleeve was tied.